Event description:
It was reported the right ventricular (rv) lead had a wide spread of impedances with 1100 ohms bipolar and 206 ohms unipolar. It was noted that the lead appeared to be pacing and sensing appropriately. The rv lead is planned to be replaced during an upcoming routine device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592, implantable pacing lead, (B)(6) 2005-06-02. (B)(4).